Manufacturer narrative:
(B)(4).

Event description:
It was reported on 09/15/2016 to a company representative by a medical professional that they were receiving a communication error message, which was resolved after switching from a blue and white usb serial adapter cable to the black usb serial adapter cable. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.